Event description:
It was reported that the right ventricular (rv) lead had high impedances, high thresholds, an insulation breech, and fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, in-vivo insulation breach was not observed. Concomitant products: d274drg, implantable cardioverter defibrillator, (B)(6) 2010. A 5076-52, implantable pacing lead, (B)(6) 2010. (B)(4).